Manufacturer narrative:
H6: product not returned for evaluation.

Event description:
Pt reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >500mg/dl). She indicated that she had received e4 (occlusion) alarms. Pt changes her infusion sets and her blood glucose level decreased. She stated that she had changed her basal rates and that did not affect her blood glucose level. Pt reported having an infection at the infusion site. Pt indicated that insulin was being delivered and believed the cause of the elevated blood glucose level was the infusion sets. She stated that she would try different infusion sets to address the situation. Pt did not report any symptoms associated with the elevated blood glucose level. No medical assistance was necessary. Product returned for evaluation.